Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer malfunction. A field service engineer reported there were no drawer failures upon arrival. The engineer reported all drawers opened in the drawer configuration and were successfully tested with no issues found. The system functioned as intended no issues were found all drawers were tested.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was not open and failed to recover. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.